Event description:
The company received info that suggested that the cuff leaked almost immediately after intubation. The customer reported that the cuff had been pre-tested. The customer reported that the pt was re-intubated and that there was no pt harm. The customer reported that the tube will be returned for eval.